Event description:
It was reported that the syringe markings are smudged and not fully definable. There was no reported patient injury.

Manufacturer narrative:
Photo evaluation: observe from the photo is the scale line rubbing off.

Event description:
It was reported that bd syringe 10ml ll bns had scale marking issue it was reported that the syringe markings are smudged and not fully definable. There was no reported patient injury.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.